Event description:
It was reported through clinic notes received on (B)(6) 2011 that the patient had been experiencing an increase in depression. It was indicated that she had been crying all of the time, but was not suicidal. The patient was prescribed anti-depressants, which have helped. The depression was still present at the patient's appointment on (B)(6) 2011. The patient underwent a generator replacement on (B)(6) 2011 due to end of service. The generator has since been returned however diagnostics have not yet been complete. Attempts for additional information have been unsuccessful to date.

Event description:
Pa on the generator was completed and approved on 02/07/2012. During pa, the reported end of service was verified. The depletion was an expected event as determined by a battery life calculation and battery voltage measurement. The module performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. Attempts for additional information have remained unsuccessful.